Manufacturer narrative:
The valve remains implanted, therefore no device analysis needs to be completed. Device history review is not required as the event description does not indicate a potential manufacturing issue. Conduction disturbances are known potential adverse effects per the instructions for use, and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the prosthetic aortic valve.

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve the electrocardiogram (ECG) showed mobitz type I wenckebach associated with bundle branch block. Subsequently, a permanent pacemaker was implanted with no adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.